Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power, the top of the battery cap was worn, the battery cap was unable to tighten, and the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: during investigation, moisture damage was observed in the battery compartment. The pump was returned with a cracked battery compartment at the left side of the grip from the threads to the case seal causing a leak. The battery cap was stripped and was unable to secure to power on the pump. A test battery cap was able to secure enough and power up the pump. A 12 hour duration test was completed with the test cap with no power losses or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.